Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. A bent cannula was found. It could not be confirmed that the customer received the sensor in said condition as it was returned opened and used.

Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 39 mg/dl where the actual blood glucose level was 120 mg/dl. No additional information was provided.